Manufacturer narrative:
The pod was received with corrosion, some damages to the top housing, and was unable to establish communication. Due to the state the pod was received in and not being able to download the pod, it could not be conclusively determined if there were drive issues during use. The cause of the corrosion was likely due to the damaged housing allowing fluid to enter the device.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 400 mg/dl after wearing the pod over 48 hours. The pod was deactivated and she noticed that a small section of the cannula was crushed sideways.